Event description:
During MRI scan and time of laser burning tumor, heat was observed to be decreasing at the probe site, after evaluating and assessing probe, laser had burned and melted into corresponding equipment.